Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was due to not being able to open. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure due to not being able to open. Customer resolved issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, preventing users from removing medication. The customer stated that there was no delay as they were able to get the medication from another station. There were no adverse events or injuries reported based on this incident.